Event description:
It was reported that the incision had began bleeding. The signs symptoms included blood at the incision site, and the examination and palpation diagnostic results was bleeding at the incision site. The interventions (medical or non-surgical therapy) included wound care and antibiotic ointment that was administered three different times. The entire system was explanted a week prior to the report. The etiology of the event was noted as the incisional site and device tract of the neurostimulator pocket. The event was not related to the device or therapy, but possibly related to the implant procedure. The event resolved without sequelae when the system was explanted.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0406392v, implanted: (B)(6) 2004, product type: lead; product ID 3487a-33, lot# j0406392v, implanted: (B)(6) 2004, product type: lead; product ID 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4) no code available used for verbatim "granulation tissue."

Event description:
Additional information received from the healthcare professional (hcp) reported that the event was a possible infection. The entire system was explanted. Signs and symptoms included blood at incision site. There was bleeding due to granulation tissue formation from a possible infection without cellulitis or pus present.